Manufacturer narrative:
Updated report with additional information received from the field. This lead was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a nonspecific product performance anomaly. No additional adverse patient effects were reported. Additional information was received stating this rv lead exhibited shock impedance measurements high out of range greater than 125 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.